Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed an error message while attempting to enable MRI mode. Diagnostics indicated high impedances so x-rays were taken and confirmed that the lead at l3 vertebral level was fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.